Event description:
The reproter stated that the surgeon inserted a 13.2 mm micl13.2 implantable collamer lens. The surgeon felt that the lens was too long for the pt's eye. The lens was between the iris and the epthelium and the surgeon could not move the lens in order to tuck the lens haptics at the temporal side, so the incision was nelarged to remove the lens and a suture was required to close the wound. Another lens was not inserted.